Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The covered stent was found partially deployed, and the slide block of this device, a force transmitting component was found no longer connected to the proximal sheath. Based on the condition of the sample it is concluded that the slide block getting disconnected from the proximal sheath, led to the partial deployment of the stent. The proximal end of the system including guidewire was found cut off but information about this was not provided. Based on evaluation of the sample the inability of an adhesive joint (slide block/tether/diving sheath) to withstand tension force during deployment is confirmed. A definite root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation and accessories, the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." And "0.035-inch (0.89 mm) guidewire of appropriate length (¿) introducer sheath with appropriate inner diameter and length." (Expiry date: 10/2023).

Event description:
It was reported that during a stent placement procedure, the device allegedly failed to deploy. There was no reported patient injury.